Manufacturer narrative:
Please see the below investigation summary: the specific lot number involved on this complaint is unknown; however, the customer provided lot numbers 303202x, 235904x, 226804x, 228905x and 1413800106 as possibly related to this event. Device history records (DHR) were reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample received corresponds to a 3.5fr p.u.r. Umbil cath x10. It was received within a generic plastic bag, which presented signs of usage. Visual inspection was performed and no visible issues were found during inspection. In order to confirm the reported issue, functional testing was required. Additionally the sample was evaluated by covidien r+d and the sample returned was submitted to underwater test, the distal end of the sample was clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected; they were coming out below the strain relief. According to the complaint report; the customer stated that after 6 days of using the catheter on vein of a (B)(6), a hole appeared in the primary extension tubing just below the hub. Fluids were given up to 15 cc per hour. In addition, medication was given with a syringe without closing the set. The instructions for use (IFU) warn: exercise caution when using sharp instruments near the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break and continues; do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are...

Event description:
Completely dry before touching or manipulating the catheter. The event description declares that the catheter functioned as intended during approximately six days, more likely the device was damaged during that time. Moreover, the hole encountered caused a gross leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. The reported issue has been confirmed. With the available information, the most probable root cause could be considered as misuse (the device could be damaged due to the inappropriate use of cleaning agents or sharp objects). The lot number is unknown and the exact manufacture date cannot be determined. However, it was noticed that the implementation of a new extended strain relief design for the luer hubs was completed on 05/16/2014. The returned samples strain relief was measured with the vertex, and it was identified that its length is 0.60 in (15.24 mm), when the new design length is 0.73 in (18.5 mm). Based on the catheter hub length, the catheter was manufactured prior to implementation of special 510k#k130725. Under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. Because of the previous, lot number 1413800106 can be discarded from this analysis as it was manufactured on 06/06/2014 with the new strain relief design. Consequently, the device involved in this complaint belongs to lot 303203x, 235904x, 226804x or 228905x which were manufactured before the implementation date of the actions related to the corrective action. After evaluation, it was decided that this event is addressed by the mentioned CAPA and no additional actions are required. In-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that after 6 days of using the catheter on vein of a (B)(6) old baby a hole appeared in the primary extension tubing just below the hub. The customer further reports that povidone iodine 10% was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was secured with granoflex and adhesive blend. The uvc was inserted on (B)(6) 2015 in the umbilical vein. Fluids were given up to 15 cc per hour. In addition, medication was given with a syringe without closing the set. Povidone iodine 10% was used to clean the device. The catheter tubing was also being cleaned. The uvc was removed on (B)(6) 2015 and was not replaced. The status of the patient is o.k.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.